Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) printer is not working. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : d9.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code). A getinge fse states, units recorder printer was inop. Recorder was replaced. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 17 sept 2024. The failure analysis and testing dept. Received part number: 0161-00-0022 recorder serial number: (B)(6) with a reported unit failure of the recorder is inoperative. The failure analysis and testing dept. Performed a visual inspection and found the button that is pressed to drop down the door to install paper is not working properly. The door does not drop down on it's own. The door is misaligned. The fat replicated the failure of the printer being inoperative. Retaining the printer in the fat dept. Per procedure number: (B)(4) rev.ar.